Event description:
In addition to the originally reported access site bleeding and stroke, damage was sustained to the anticontamination sleeve as evident by blood noted leaking into this sleeve during support.

Manufacturer narrative:
(H3) the investigation into the reported "access site bleeding - major, stroke/cva and product damage (sterile sleeve damage)" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the blood leaking into the sterile sleeve was not determined since product was not returned. The cause of the access site bleeding was use related since it was resolved with an additional stitch. The cause of the cva/stroke was not determined due to insufficient clinical details. Therefore, the reported events have an unknown relation to impella. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records section d4: unique identifier (UDI) #.

Manufacturer narrative:
The cause of the cva/stroke was not determined due to insufficient clinical details. Reported unknown relation to impella.

Event description:
A 58 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support on (B)(6) 2023. The user facility reported the patient experienced access site bleeding on (B)(6) 2023. The patient received 10 units of packed red blood cells (prbc) over several days and other blood products. On (B)(6) 2023, the user facility reported the patient had left parietal stroke that was not recognized until 5/3 due to being sedated and intubated. There was no treatment. It was noted there was a right-sided deficit. The patient continued on impella support and was successfully weaned on (B)(6) 2023.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding: ¿assess access site for bleeding and hematoma.¿ stroke: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿